Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported perforation was unable to be determined. The reported hypotension and hypoxia are likely related to the reported perforation. The reported patient effects of perforation, hypotension, and hypoxia, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: negative impact of positive end-expiratory pressure elevation for an iatrogenic atrial septal defect after mitral transcatheter edge-to-edge repair b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "negative impact of positive end-expiratory pressure elevation for an iatrogenic atrial septal defect after mitral transcatheter edge-to-edge repair", was reviewed. The article presented a case study of an 86-year-old female patient with a history of chronic right-sided heart failure, severe tricuspid regurgitation, myocardial infarction, severe mitral regurgitation, reduced left ventricular ejection fraction (41%), and cardiogenic shock. On an unknown date a mitraclip xtw was chosen for implant for mitral transcatheter edge-to-edge repair (mteer). The clip was deployed. Post-procedural transesophageal echocardiogram (tee) showed an iatrogenic atrial septal defect (iasd) with bidirectional shunting. Positive end-expiratory pressure (peep) of 4cmh20 was used to maintain oxygenation. Chest radiography showed worsening pulmonary congestion. Peep was increased with 8cmh20, resulting in hypotension and hypoxemia. Peep was lowered back to 4cmh20 improved both oxygenation and hemodynamics. After peep reduction, tee demonstrated left-to-right shunting. The patient was weaned from inotropes and iamp support. At 3 months follow-up, the left-to-right shunting persisted without hypoxemia. [The primary and corresponding author was yasuyuki egami, division of cardiology, osaka rosai hospital, 1179-3 nagasonecho, kita-ku, sakai, osaka 591-8025, japan, with corresponding e-mail: egmyasuyuki@gmail.com.].